Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 76% stenosed, 43x3.0mm, eccentric and the de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.